Event description:
While providing inservice training for the hospital staff in the 3100a, the sensormedics trainer noted that the oscillator driver was slow to start and reach the set-in frequency. There was no pt involvement.